Manufacturer narrative:
E. Initial reporter initial reporter: (B)(6). Event site name: (B)(6) hospital. Event site postal code: (B)(6).

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) was observed to have a display flickering issue. No patient was involved, and no harm was reported. A getinge field service engineer (fse) inspected the unit and confirmed intermittent display flickering. The issue was suspected to be related to the display cable. The fse replaced the display to video receiver cable ((B)(4)). After replacement, the unit was rechecked and tested with a balloon circuit. No further issues were observed during testing. The pump is now functioning satisfactorily.